Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr), calcified leaflets and with cardiac decomposition for a mitraclip procedure. During the procedure, it was harder to advance the steerable guide catheter (sgc) into the right atrium. During positioning of the clip, the atrial blood pressure of the patient lowered and was hard to make it normal with medication. Groin vein got dissected when sgc advanced into the heart. The procedure was discontinued, and the dissection was treated by surgical team by stent. Patient was hospitalized due to dissection. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported difficult to advance the sgc resulting in vascular dissection, hemorrhage and hypotension cannot be determined. Hypotension, vascular dissection and hemorrhage are known possible complications associated with mitraclip procedures. Medication required, unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.